Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump display screen "reverted back to an original screen without the continuous glucose monitor graph". At the time of the report with tandem technical support the touch screen was functioning as intended and customer continued to use the pump for insulin therapy. Customer's blood glucose level was in the 200 mg/dl range.